Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm as a result of a power outage can be confirmed based on the information contained in the provided log files. Log files provided by the customer were reviewed. The event log file contained data captured from march 24 to march 25, 2023. The recorded information revealed the system maintained the set speed with no atypical alarms until march 25 when at 12:08 pm the associated voltage levels indicated that the power to the mpu was lost resulting in a no external power alarm. The system continued to operate supported by the backup battery when at 12:11 pm the controller¿s white power cable was connected to a 14v battery. The no external power alarm cleared and there was a power cable disconnect alarm associated with the black power cable not being connected to a new power source. At 12:13 pm the white power cable was briefly disconnected from the 14v battery and the no external power alarm activated and cleared. The white power cable was disconnected again and at 12:16 pm the driveline was also disconnected. The data captured at 13:43 pm revealed that a shutdown sequence was started. The remaining data captured in the log file revealed that the controller was connected to 14 batteries, then connected to a pump and the white cable was disconnected from the battery and connected to a power module. This data appears consistent with the customer report that this connection was when the primary controller was connected to a mock loop to do the interrogation and was not actually connected to the patient. The periodic log file contained data recorded from march 14 to march 25, 2023. The recorded data did not add any new information regarding the reported event and the last entry captured in the log file was when the driveline was disconnected. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use under section 7 ¿alarms and troubleshooting¿ explain all alarms, including ¿no externa power¿ alarm and the proper actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use under section 2 system operation, covers ¿replacing the current system controller¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the log files captured power cable disconnect/low power hazard/no external power alarms from 12:08 pm until 12:09 pm on (B)(6) 2023 while tethered on the mobile power unit (mpu). This appeared to be caused by power to the mpu being interrupted. There were no other unusual events seen within the log files and the device operated as intended.